Event description:
Ett (endotracheal tube) balloon not holding pressure without a red cap. The balloon on ett cuff was not staying inflated. Had to attach an additional red cap to keep air in balloon. Device still in the patient, will attempt to retrieve once tube is removed. There was no detectable harm in this event.